Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device oversensed noise following the implant procedure. No out of range lead measurements were reported. The device¿s sensitivity was adjusted and remains in service. Air bubbles behind the sealplugs were suspected. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. All other seal plugs were intact and no irregularities were noted within the lead barrels. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug.

Event description:
The device was explanted six years later and returned for disposal. No out of service information provided with the returned product.